Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service center for evaluation. The service center found visible foam particles during evaluation. The device has been scrapped as per customer request. If any additional information is received, a follow up report will be filed.